Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. Detailed complaint and failure description: "user inform that the unit alarm with "touch screen defective", when we check event log, there are alarms 'panel connection lost" the device is out of service ". Panel connection lost in ventilation soft ware according to event log added in file. The failure 'connection panel lost' may lead to a delay of the procedure as the procedure must be re-planned or completed using an alternative means of ventilation. The issue is not likely to be serious to public health but is likely to cause serious injury or death. Neither is the issue likely to be serious to public health but is likely to cause serious injury or death if it were to recur. Therefore, the event is deemed to be a reportable event and the failure 'connection panel lost' will be stated as the event type malfunction in the MDR submission to FDA.

Event description:
User inform that the unit alarm with "touch screen defective", when we check event log, there are alarms 'panel connection lost" the device is out of service.